Event description:
The initial report indicated that the patient was admitted with a non-healing wound at the foot, and the action taken was (pta) percutaneous transluminal angioplasty of the left leg and amputation of the toe at the left foot. Initially, both events were unrelated to the device and procedure. However, the event was adjudicated and reported to cordis on september 16, 2008 with the following conclusion: target lesion revascularization (tlr) (late thrombosis), and target vessel revascularization (tvr) (new lesion- left truncus tibiofibularis). The male patient was admitted under the study for the index procedure with a medical history of diabetes, smoking, pulmonary status and documented peripheral vascular disease of the femoral artery. Underwent a (pta) percutaneous transluminal angioplasty procedure to treat the distal femoral artery and popliteal artery, anticoagulant therapy during the procedure consisted of aspirin and heparin. The puncture site was ipsilateral with a vessel anatomy at the lesion site was straight, de novo, calcified, eccentric, and a length 100mm. The reference vessel was (l8) mid sfa. The reference vessel diameter was 6.0mm, with and a visually estimated stenosis before the procedure of 80%. A cordis 7.0 french brite tip was inserted, and a terumo 260 0.035" guidewire was utilized for the procedure. The lesion was pre-dilated with an opta lp 5mmx100cm balloon inflated to a maximum pressure of 10 atmospheres. A 60% stenosis was noted after pre-dilatation before stent placement. Two stents sirocco - cordis: diameter 7.00 mm length 80 mm were implanted, and the stents were post-dilated with a maximum pressure of 6 atmospheres. After the dilation, a 0% stenosis after the stent placement and after post dilatation was noted. No dissection was noted. The type of contrast agent used during the procedure was iomeron, and the total amount utilized was 50 ml.

Manufacturer narrative:
Approximately twenty-nine months after undergoing the index procedure, the patient was re-admitted with a non-healing wound of the foot. The action taken was (pta) percutaneous transluminal angioplasty of the left leg and amputation of the left foot toe. The pta of the left leg was an occlusion of the left (sfa) superficial femoral artery and a high-grade stenosis of the left truncus tibiofibularis was diagnosed. Therefore, a re-canalization of the left sfa and percutaneous dilatation of the tibiofibularis trunk was performed (via cross-over procedure). Additional information indicated that local anesthetics were given. Followed, by retrograde puncture of the right groin, and percutaneous introduction of a 6 french introducer in the right eia (external iliac artery). The patient received heparin 5000 units intravenously. The procedure was performed via crossover technique and positioning of a 6french-guiding sheath in the contralateral sfa. Visualization of the occlusion of the sfa by means of road mapping was noted. A terumo guidewire was passed through the occlusion, and pre-dilatation of the occlusion was performed. An astron pulsar 7-8 stent was deployed at the site, and post dilatation up to 6mm was performed. Post angioplasty showed excellent results. The high-grade stenosis of the truncus tibiofibularis was dilated with 3.40 balloon. Post angiography showed excellent result. The sheath was removed and hemostasis was completed with a closure device, and a bandage was applied. After that, debridement of necrotic injuries left foot was completed. This sirocco study patient underwent left superficial femoral and popliteal artery stent placement. This is a male patient with medical history including diabetes, smoking, pulmonary status and documented peripheral vascular disease of the femoral artery. Underwent stent placement procedure to treat the distal femoral artery and popliteal artery, anticoagulant therapy during the procedure consisted of aspirin and heparin. The puncture site was ipsilateral with a vessel anatomy at the lesion site was straight, de novo, calcified, eccentric, and 80% stenotic. The lesion was pre-dilated, 60% residual stenosis was noted. Two smart stents were implanted, and stents were post-dilated. A 0% stenosis after stent placement was noted. No dissection was noted. Approximately 29 months after undergoing the index procedure, the patient was re-admitted with a non-healing wound of the foot. The action taken was (pta) percutaneous transluminal angioplasty of the left leg and amputation of the left foot toe. The pta of the left leg was for an occlusion of the left (sfa) superficial femoral artery and a high-grade stenosis of the left truncus tibiofibularis was diagnosed. Therefore, a re-canalization of the left sfa and percutaneous dilatation of the tibiofibularis trunk was performed (via cross-over procedure). The event was adjudicated to be a late stent thrombosis. There is no information regarding the patient's medication regimen or antiplatelet therapy post index procedure. The stent remains implanted thus unavailable for analysis. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Late thrombosis in device is a known adverse event associated with stent implantation procedure. Risk factors that may contribute to adverse events include diabetes, antiplatelet therapy, multiple stents and longer stent length. The IFU warns, "the stent may cause thrombosis" review of the available information suggests that procedural and/or patient factors, as well as vessel/lesion characteristics may have contributed to the event. Please note that this medwatch report represents two cordis products with the same catalog and unknown lot number used in the same procedure.